Event description:
Ilr [implanted loop recorder], carelink reporting issue, summary report generated states no events (counters are 0) this is inconsistent with the actual report that has an alert seen on the report. Alert on summary report never exported as a separate alert resulting in a missing clinical alert. Carelink¿s failure to generate or send clinically significant reports for patients with implantable cardiac devices for remote monitoring puts patients at risk for harm, including death. Manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter) manufacturer response for implantable loop recorder, linq ii (per site reporter).